Event description:
It was reported that the patient experienced recurrent low glucose readings over approximately one hour while using the ilet, including sensor readings in the 60s and a confirmatory fingerstick of 71 mg/dl, after which multiple carbohydrate treatments were taken per troubleshooting guidance; data sync showed a preceding elevated glucose with an automated correction dose that appeared temporally associated with the subsequent lows. Symptoms included hypoglycemia with low glucose alerts. Outcomes included resolution to stable glucose in the 90¿112 mg/dl range after repeated oral carbohydrate and follow-up fingerstick. Investigation included remote data review and real-time troubleshooting with confirmation by fingerstick testing. Investigation of this case revealed a hypoglycemic event with no device malfunction reported and a likely contribution from an earlier correction dose relative to the patient¿s glucose trajectory. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.